Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not evaluated as the issue was resolved on the call. No parts have been returned to the manufacturer for evaluation. Issue resolved on call.

Event description:
A medtronic representative reported that outside of a case the line power light was not on and the mobile view station (mvs) on the imaging system would not power on. The fuses were replaced and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The fuses for the viewing station of the imaging system were returned to the manufacturer for evaluation. Testing found that both fuses were open.